Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his healthcare provider stated that he needed a new insulin pump because of the improper insulin delivery. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 419 mg/dl. His high blood glucose symptoms were nausea and vomiting. The customer had a diabetic ketoacidosis. He was wearing the insulin pump at the time of hospitalization. The device was not returned.